Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device keeps powering off during therapy. Screen loses power, but stated device was still running. They get alert 45 ac power lost. Tries powering off and back on but sometimes there was a good delay before the screen will power on. Transferred for assistance. Sn (B)(6).

Event description:
It was reported that the biomed stated the arctic sun device keeps powering off during therapy. Screen loses power, but stated device was still running. They get alert 45 ac power lost. Tries powering off and back on but sometimes there was a good delay before the screen will power on. Transferred for assistance. Sn: (B)(6). Per follow up information received via task on 05sep2025, this machine was okay, they just had to track down what else was on that circuit and drawing enough current to trip the breaker and did not need to send it in for service at this time.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause for the reported event could not be determined. Screen loses power, but stated device was still running. They get alert 45 ac power lost. Tries powering off and back on but sometimes there was a good delay before the screen will power on. Transferred for assistance. Sn: (B)(6). Per follow up information received via task on 05sep2025, this machine was okay, they just had to track down what else was on that circuit and drawing enough current to trip the breaker and did not need to send it in for service at this time. A DHR review is not required as the reported event is unconfirmed. A labeling review is not required as the reported event is unconfirmed. Correction: b, d. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.